Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, olympus also found the following: due to damage on upward/downward angulation control knob, water tightness was lost; due to a pinhole on universal cord, water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; adhesive on a-rubber had white-clouded area; universal cord had a scratch and a wrinkle; protector of universal cord on control section side had a scratch; protector of universal cord on suction connector side had a scratch; adhesives around objective lens had white-clouded area; adhesive around objective lens was peeled; adhesives around light guide lens had white-clouded area; plastic distal end cover had a burn; paint air/water cylinder was peeled; paint suction cylinder was peeled; switch 1 had wear; and the connecting tube had a dent. Additional information received identifies the device was cleaned, disinfected, and sterilized before the device was sent back to olympus. There was no delay to the precleaning, the air/water nozzle was flushed with air and water, there was no abnormalities identified within accessories used for reprocessing, and the air / water channel was flushed with detergent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water leakages. Inspection and testing of the returned device found nozzle clogging due to foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and it is unknown if the facility reprocessing was implanted in accordance the device IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿ 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.